Event description:
Tried to order disposable items for insulin pump and was told that my order would not be accepted so use of their product was unable to be continued which left me with no other alternative but to stop using their so called artificial pancreas not sure about the date but that's as close as I can remember.